Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer drank 2 cups of juice to address bg. Customer updated their settings to address the event.